Event description:
It was reported that the home patient (hp) had a system error 2240 (air in set) on the homechoice (hc) device during day dwell 1 of 1, while the hp was not connected. The hp had disconnected, also during the day dwell cycle, prior to the alarm and did not reconnect. Patient disconnection during this step of therapy is permissible, and it was found that the proper disconnection procedure was used. The cause of the alarm could not be determined through troubleshooting. The technical service representative (tsr) explained the alarm and assisted the hp in clearing it by cycling the power on the hc device. The tsr advised the hp to start over with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.